Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and noise. The lead was programmed off and subsequently explanted and replaced during the device replacement. No patient complications have been reported as a result of this event.